Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, there was difficulty extending the snare loop. The snare handle was "jiggled" in an attempt to get the snare loop to come out of the catheter. The handle broke making the snare inoperable, the location of the break was not visible. The procedure was completed with a different snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, there was difficulty extending the snare loop. The snare handle was "jiggled" in an attempt to get the snare loop to come out of the catheter. The handle broke making the snare inoperable, the location of the break was not visible. The procedure was completed with a different snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
It was noted during the investigation that the condition of the returned unit was consistent with the complaint incident that the snare was broken and the loop would not extend. A physical examination found the sheath to have been pulled out of the handle assembly. The proximal end of the sheath was found to have been flared properly during the assembly process. During the evaluation, the device was disassembled and then reassembled with the sheath correctly placed within the handle assembly. The snare was then functional and the loop was found to extend fully. It appears the sheath out of the handle assembly was pulled during use causing the loop to be contained within the sheath and unable to be extended. Therefore, the most probable root cause of "operational context". A review of the DHR for lot number 15824992 revealed no related issues to the reported complaint. There were no non-conforming events or any deviations identified in the DHR review. The DHR review confirms that the accepted device met all manufacturing specifications.